Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the gas fowler cylinder would not lower and was leaking fluid. No patient involvement or adverse consequences are reported.